Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 12 colony forming units (cfus) /endoscope of enterobacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based the results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from:all channel. Colony forming units (cfu): 14 cfu/endoscope(12 cfu/100ml). Bacterial identification: filamentous fungus. Additional reprocessing was performed and additional samples were sent to the third-party labs: sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date:(B)(6) 2024. Sampling from: suction channel. Cfu: 3 cfu/endoscope (8 cfu/100ml). Bacterial identification: bacillaceae, coagulase negative staphylococci. Sampling date: (B)(6) 2024. Sampling from: a/w channel. Cfu: 1 cfu/endoscope (3 cfu/100ml). Bacterial identification: filamentous fungus. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. The following results of the culture test were from samples taken aftter the damaged/scratched components were replaced, the device repaired, and reprocessed: sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: <1 cfu/endoscope(<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: <1 cfu/endoscope(<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: a/w channel. Cfu: 1 cfu/endoscope(3 cfu/100ml). Bacterial identification: bacillaceae. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. The device was evaluated and scratches were found at the distal end opening, the mouth guard piece, the insertion section mount, the metal surface of the suction connector, and inside the air/water cylinder. Initially it was believed these scratches were unlikely to impair cleaning as they were shallow, however, bacteria was found prior to replacement of these part despite cleaning. After replacement of the damaged parts, only bacillus was found, which can be attributed to environmental contamination while sampling. Therefore, it cannot be ruled out that the damaged parts were responsible for the contamination. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is possible the damaged parts could potentially have resulted in insufficient reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.